Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information through a clinical study that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead had a pacing percentage of 0%. No programming changes were made and no corrective actions were taken. The crt-d and lv lead still remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the reason for the 0% pacing was that the clinical site performed a reset of the counters before they printed the counters and histograms from the crt-d at the follow up visit. The system is pacing normally and there is no product performance issue. No adverse patient effects were reported.